Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2009 the patient underwent spine fusion surgery on the lumbar region of her spine from vertebrae l5 to s1 using rhbmp-2 from a transforaminal and posterolateral approach. The rhbmp-2 collagen sponge was placed outside a cage (i.e., in the disc space and inter-transverse region). Patient's post-operative period had been marked by progressively increasing lower back pain, with radiating pain, numbness and tingling in her lower extremities, severe l5 radiculopathy with foot drop, and incontinence. Severe pain and symptoms ultimately compelled patient to undergo a risky, painful and costly revision surgery on (B)(6) 2014, and significant heterotopic bone and stricture was also noted. Patient continued to experience chronic lower back pain, with pain radiating up her spine and down into her legs, swelling in her legs and feet, muscle spasms and cramps, and numbness in her left foot. Patient was unable to sit or stand for extended periods, had difficulty walking, and required a cane or walker to assist in ambulation. She was unable to drive for any extended duration due to back and right foot pain. Patient also suffered from bowel and bladder issues and depression and anxiety. These serious injuries prevented patient from practicing and enjoying the activities of daily life that she enjoyed pre-operatively, and she otherwise suffered serious and permanent injuries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.